Event description:
During a procedure, when the subject device was advanced into the microcatheter, resistance was felt. The subject device could not be pulled back due to the friction, only the pusher wire was retrieved into the introducer sheath. The main coil fractured at the detachment gap. No complications with the pt were reported to have occurred due to this event.